Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 300 mg/dl. Customer experienced high ketones identified by hcp as dangerous. Elevated bg was addressed via a correction bolus. Customer changed out infusion set in an effort to address the issue. System check was performed with tandem technical support, and no issue were identified related to the reported issue. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.